Manufacturer narrative:
Product event summary: analysis confirmed that there was a burning odor within a few moments of turning the power switch on. The programmer would not power up. It was also found that the rear display cover was cracked, and the power cord bay, keyboard, and left keyboard hinge were broken. The printer was found to make lots of noise when printing, and to be broken. Additionally, the electrocardiogram (ECG) connector on the link electronic module (lem) printed circuit board (pcb) was loose, and the hard drive health was less than one hundred percent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer is plugged in, there is a strong smell of burning. The programmer was returned for repair and updates. No patient complications have been reported as a result of this event.